Event description:
It was reported that a pressure wire x was to be used to treat a lesion in the calcified, moderately tortuous right coronary artery. However, the device broke while attempting to deliver an intravascular ultrasound (ivus) catheter over it following rfr measurements. The wire snapped about 6cm up from the distal tip. The separation occurred due to resistance advancing the ivus catheter through difficult patient anatomy. The separated portion was successfully retrieved by wrapping another guidewire around it and removing it. The diagnostic procedure was abandoned. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the reported resistance during advancement of the ivus catheter and separation of the pressurewire tip resulting in unexpected medical intervention was due to circumstances of the procedure. It is likely that while advancing the ivus catheter through the challenging anatomical conditions, clearance between the ivus catheter and pressurewire was reduced causing the devices to become stuck together and ultimately resulting in separation of the pressurewire tip. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.